Event description:
Femoral approach; after dilating the tract, the sheath for the denali filter was placed up into the inferior vena cava (ivc) and the denali filter was then positioned up into the cava and the sheath was pulled back to release the filter. The filter could not be completely released upon pullback of the sheath. Some of the deployment mechanism was entangled on the filter and the filter then was moved inferiorly and tilted in an attempt to try to free it from the sheath. The procedure was stopped. The seldinger technique was used to cannulate the right internal jugular vein. A guidewire was then passed down into the ivc and the denali retrieval sheath was then passed down the cava and positioned up near the ivc filter. The sheath from below was also used to straighten the filter out, so we could ultimately snare it and retrieve it from the top. By pulling from above and by pulling down from below, we were able to release the filter from its deployment mechanism and thus successfully retrieve it. Next, we deployed the meridian filter into the ivc using a jugular approach. The retrieval sheath was removed over wire and the meridian jugular sheath was then placed down into the ivc and a meridian filter was delivered and positioned appropriately into the ivc and the completion venogram from below was obtained showing that there was no venous injury and that the filter was appropriately placed.